Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method - the actual device will not be returned. Results/conclusions - the actual device will not be returned. No product eval can be performed. Without the finished good ite/lot number, it is not certain if there were any quality issues against the finished good lot and the needle supplier, which is our customer as well, can not be contacted to verify if there were any quality issues against the needle lot. The needle supplier has been made aware of this complaint for a continued investigation. (B)(4). Item number and finished good lot number: unk.

Event description:
Customer reported needles breaking. (B)(4).